Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge. The customer indicated the use of a viscoelastic, which is not approved for this lens/cartridge combination. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported a patient who is experiencing dysphotopsia following an intraocular lens (iol) exchange. Surgeon is considering exchanging this lens. Additional information was received from the surgeon describing the patients symptoms as driving through a canopy of trees where changes in light are being seen constantly. The surgeon reported the use of an unapproved visoelastic during the surgical procedure. A report was previously filed for this patient for an exchange under MFR report # 1119421-2012-00882.